Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (greater than 500 mg/dl). Customer was treated with intravenous insulin and fluids. Customer was discharged on (B)(6) 2019 with the issue resolved and no permanent damage. Customer alleged that the cause for the event was due to not receiving insulin via the pump. Customer reverted to alternate pump for insulin therapy.